Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced repeated device alerts indicating ¿cgm battery low¿ and ¿alert 38,¿ consistent with consecutive motor stalls that persisted despite multiple restarts, while using a dexcom g6 sensor. Symptoms included no reported adverse physiological effects. Outcomes included interruption of insulin delivery and the need to replace the ilet. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this device revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded, based on previously established findings for similar reports, that the cause was an internal device component failure of the pump motor assembly.